Manufacturer narrative:
Device inspected by local technician and repaired. Investigation ongoing. If new relevant information becomes available following the investigation a follow up report will be submitted.

Event description:
During the preparation of a surgery the side cover of a trulight light head fell off and landed on the floor. No injury occurred.